Manufacturer narrative:
Reported event ¿sound cap had come out and was inside the patient¿s abdomen¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 23 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound caps seal; and inspect the sound cap after use of physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port was being used on (B)(6) 2023 during a ventral hernia procedure and ¿I had an incident where the valve on the airseal sound cap had come out and was inside the patient¿s abdomen. The physician¿s assistant believes it came out while they were passing mesh for a ventral hernia. They were able to remove it and the patient was fine, but stated if they had not seen it, they could have left it in the patient.¿. There was no injury or impact to the patient or user. After further assessment it was found that the cap was removed with a surgical grasper. The procedure was completed without a delay. ¿patient is fine.¿ there was no medical/surgical intervention required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.